Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per physician, the reported difficult or delayed positioning associated with leaflet capture and slda appeared to be related to procedural circumstances. Additionally, the reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported recurrent mr was a cascading event of the reported slda. The reported heart failure appears to be related to progression of disease. The reported hospitalization was results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, long anterior leaflet, with a pre-existing mitral valve chordae tendineae rupture due to a myocardial infarction. A steerable guide catheter (sgc) was inserted without issues. A mitraclip xtr clip was implanted. A second mitraclip xtr was inserted. However, while positioning the clip, an aortic hugger was encountered and difficulties positioning the sgc due to torque occurred, causing difficulties with positioning the clip. Grasping was performed. However, difficulties capturing the leaflets occurred. In the physician's opinion the difficulties positioning the sgc caused the clip's capturing difficulties. The clip was ultimately implanted. The procedure was completed with two clips implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, the patient returned with symptoms of worsening heart failure. A transthoracic echocardiogram (tee) was performed and revealed that one of the clips had detached off the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4+.

Manufacturer narrative:
All available information was investigated, and the reported difficult positioning of the leaflet capture and slda could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per physician, the reported difficult or delayed positioning associated with leaflet capture and slda appeared to be related to procedural circumstances. Additionally, the reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported recurrent mr was a cascading event of the reported slda. The reported heart failure appears to be related to progression of disease. The reported hospitalization was results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.